Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked case, scratched reservoir tube window and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump was bumped and the rubber o-ring came off. The location of the damage is on the reservoir area. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.